Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery was provided for evaluation. Review of the provided imagery revealed presence of calcification and tortuosity in the access vessels and bifurcation. Additionally, undersized access vessels were present within the access vessels and bifurcation. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the valve alignment difficulty during fine adjustment and difficulty withdrawing the delivery system with valve through the sheath that resulted in perforation of the vessels and death were unable to be confirmed. The presence of a manufacturing non-conformance was unable to be determined. A review of the lot history did not provide any indication that a manufacturing non-conformance would have contributed to the event. Additionally, a review of the IFU/training materials revealed no deficiencies. The event description stated, "upon mounting the crimped valve onto the commander delivery system balloon, the balloon was adjusted too far into the valve during fine adjustment which resulted in the need for a new delivery system and sheath". Per the training manual, "do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment." In this case, it is likely that during fine adjustment of the valve onto the inflation balloon, the fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. As such, the available information suggests over-rotation of the fine adjust may have contributed to the event. Additionally, per the event description, "upon attempting to withdraw the esheath+, an immediate drop in the patient's blood pressure was noted...diameter of the valve after being crimped on the commander delivery system balloon was larger than the diameter of the vessel when being pulled through the calcified iliac bifurcation." Per review of the imagery provided, there was calcification and tortuosity present in the access vessels and bifurcation. In addition, undersized access vessels were present within the access vessels and bifurcation. The presence of tortuous access vessels is known to contribute to suboptimal withdrawal angles by preventing coaxial alignment between the delivery system, crimped valve, and sheath tip. The presence of calcification within the access vessel, in addition to an undersized vessel diameter, can create a constrained condition and further contribute to a non-coaxial withdrawal. Such non-coaxiality can contribute to withdrawal difficulties as the delivery system or crimped valve likely caught onto the sheath tip. In addition, it is possible that the improperly aligned transcatheter heart valve (thv) (too distal, sitting over tapered balloon end) promoted the withdrawal inability by causing the valve to catch onto the sheath tip. As such, the available information suggests that patient factors (calcification, tortuosity, and undersized vessel) and/or procedural factors (non-coaxial withdrawal with crimped valve and valve aligned too distally) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Cas reported by the field specialist, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 ultra valve, the patient required a percutaneous transluminal angioplasty (pta) of the right common iliac artery (rcia) due to calcium at the bifurcation after an unsuccessful attempt utilizing the dilator from the esheath+ kit. After pta of the vessel with 7 mm and 8 mm balloons, the 14fr esheath+ was inserted with minimal resistance. Upon mounting the crimped valve onto the commander delivery system balloon, the balloon was adjusted too far into the valve during fine adjustment which resulted in the need for a new delivery system and sheath. The delivery system with valve was withdrawn into the esheath+ per the instructions for use (IFU). Upon attempting to withdraw the esheath+, an immediate drop in the patient's blood pressure was noted. Further assessment determined the right common iliac artery bifurcation had been disrupted. Cardiopulmonary resuscitation (CPR) was initiated, but due to the risk, CPR was not continued, and an emergent repair was not attempted. The sheath and delivery system were not withdrawn from the patient. Subsequently, the patient passed away. Additional information was received revealing there was no difficulty withdrawing the delivery system with crimped valve into the esheath+. The minimal resistance felt during insertion of the esheath+ was considered to be normal. The resistance felt during advancement of the delivery system with crimped valve through the esheath+ was also considered to be normal resistance. It was clarified that the patient had a ruptured/torn iliac that was believed to be due to multiple issues. These issues being that the patient had intravascular lithotripsy (ivl) twice within 7 days prior to the procedure and that the diameter of the valve after being crimped on the commander delivery system balloon was larger than the diameter of the vessel when being pulled through the calcified iliac bifurcation.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device not returned.